Event description:
The reporter alleged a male pin on the device connector of the standard paddles used with the device was broken and the paddles could not be utilized as a result. There was no report of patient use associated with the complaint.